Manufacturer narrative:
(B)(4). Date sent: 3/10/2021 investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The device was sent to cincinnati for additional evaluation. Upon arrival in cincinnati pi lab, CT images were performed and the images were taken from this device in the closed position with no reload. Some loose staples were observed in the knife slot and channel area. Also, the knife was noted nicked.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2021. D4: batch # u5ea7g. H6: component code: mechanical(g04). Investigation summary: upon visual inspection of one photo, the following was observed: the photo shows a piece of tissue and on the middle part can be seen some staples that appear to be properly formed and buttressing. No malformed staples were observed. Based on the photo alone the event describe cannot be confirmed. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with one gst60d reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information: in sleeve gastrectomy procedure, on the third firing with a gold reload using plee60a and ech60r, the staple line reinforcement was pushed forward into a bunch as the knife blade advanced to the distal tip. This caused a misfire as the staple legs did not properly form. The ech60r was not cut/transected from the knife blade and instead was pushed into a bunch at the distal tip of the stapler while forcing the tissue out towards the jaw of the plee60a. The knife blade stopped advancing, the surgeon then reversed the blade to open the jaws of the device and removed it from the patient. The reload was removed, stapler jaws were rinsed and whipped and prepped for a follow-on gold firing without ech60r. The surgeon did not use ech60r on the immediate reload following the mishap but did finish the case with a blue reload with ech60r. The surgeon over sowed the area effected by the misfire to control bleeding. The stapler, reloads, and slr applicators will be submitted to be further inspected.

Event description:
It was reported that during a sleeve gastrectomy procedure that when firing the gold reload the staple line reinforcement was pushed forward and started to bunch instead of cut about a quarter of the way into the firing. Causing the stapler to misfire. Knife advanced about a quarter of a way down the reload then started to push the tissue and buttressing out of the jaws. The staples that were deployed were not in tissue and were malformed. Surgeon reversed the stapler to remove from the patient. Stapler was cleaned, reloaded, and used for the remainder of the case. There were no adverse consequences for the patient.